Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, escherichia coli was found on the lead, which was suspected came from the patient's urinary tract infection. A revision was performed, and the crt-d, along with the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead, were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: #mw5149061, #mw5149063.